Event description:
It was reported that there was a flow rate problem. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with primary complaint of flow rate problem. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there were no errors in the settings and no record of any alarms related to flow rate accuracy. The primary problem was not replicated. The accuracy was within specification. However, it was close to the upper limit. Since the accuracy was close to the upper limit, preventively the expulsor was adjusted. Performed all function tests and all passed.